Event description:
New information notes that the lead was unable to implant because it was unable to get a good position and physician decided to use another lead. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was unable to implant.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.